Manufacturer narrative:
(B)(4).

Event description:
Procedure type: lung resection. According to the reporter: when inserting the idrvultra handle with the egia60amt sulu in the intercostal area and making an approximation in order to catch lung tissue between the jaws, the system creaked. The surgeon removed it out of the pt to check and they saw that the sulu was slightly bent in the area that connects with the adapter. The device had not been stapled before. In order to go on with the surgery, they used another sulu in an egiaushort, which worked correctly. There was no bleeding reported in excess of 500cc. The case was not extended by more than 30 minutes. There was no unanticipated tissue loss. No reinforcement material used.